Manufacturer narrative:
We are in the process of evaluating the device. When our investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported after inserting the introducer into the pt, it was noted on fluoroscopy that the dilator was coming out of the side of the introducer. The device was removed and replaced and the procedure continued with no consequences to the pt.